Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood/body fluid in the lead lumen, cuts in the insulation at 400 mm from the terminal pin. Electro-cautery damage melted the insulation at 365 mm from the terminal pin. All damage was induced from the explant procedure. Laboratory testing was unable to reproduce the reported clinical observation of electromagnetic interference (emi) and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was removed. The patient is totally pacing dependent and when the device experienced electromagnetic interference (emi), the patient experienced pauses in pacing and syncope. There were no additional adverse patient effects reported.